Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia, seizure, and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2026 at approximately 05:00 am, the patient was found unconscious in bed. The blood glucose value at that time was unknown, and no additional symptoms were reported. The patient was using an omnipod 5 insulin pump at the time of the event. The patient¿s parent reported that the cgm displayed a glucose value of 330 mg/dl, after which 4 units of bolus insulin were administered, and emergency medical services (ems) were contacted. Upon ems arrival, a fingerstick blood glucose (fsbg) reading of 32 mg/dl was obtained. The cgm glucose value at the time of ems assessment was unknown. The patient was transported by ambulance to the emergency room (ER). The parent was unable to recall the blood glucose or cgm values obtained in the ER or the specific treatments administered. The parent reported being informed by nursing staff that the patient experienced another seizure while in the ER; however, corresponding glucose values were unknown. There was no documentation indicating that the patient experienced a seizure prior to arrival at the ER. At the time of initial reporting, the patient remained hospitalized. On (B)(6) 2026, technical support contacted the patient. The patient was unable to recall the duration of hospitalization or the specific treatments or medications received but reported that he was currently doing well. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.